Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 due to high blood glucose levels. The customer started to dry heave and was not feeling better. The customer kept giving herself insulin via the insulin pump and syringe but her blood glucose level kept rising. When she stood up, she almost fell back and her balance was off. Her mother called the ambulance. Customer's blood glucose level was 700 mg/dl. She was drinking a lot of water and urinating almost every hour. She felt very tired. The customer had a diabetic ketoacidosis. She was given IV drip and insulin shots. The customer was wearing the insulin pump at the time of hospitalization. Her electrolyte and calcium readings were concerning. The customer also experienced a low blood glucose level of 58 mg/dl. She treated her low blood glucose level with orange juice. The device was not returned.